Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2014 was noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0l8cf, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient still had blood and pus coming out of their rectum.

Event description:
It was reported that the patient was having symptom relief for their bladder, but not their bowels and they never had therapeutic effect for their bowels. The patient had a loss of bowel control and had a colostomy bag and it was only mucous and blood from the rectum. Initially the implantable neurostimulator (ins) was helping some with the bowels, however, the patient saw their health care provider (hcp) 2 days ago and within an hour of the appointment it started gushing out. The patient had not notified their hcp of the bowel symptom return and the symptoms had a sudden onset. The patient would see their hcp again in 4 weeks. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.